Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the event of peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a malfunction against the cycler or cycler set. However, there is a temporal relationship between the patient¿s peritoneal dialysis and the peritonitis. The causal event of the peritonitis is unknown.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized and diagnosed with peritonitis on (B)(6) 2017. The pd effluent culture was (B)(6) for (B)(6). The patient was prescribed and treated with intraperitoneal (ip) antibiotics (type, dose, strength, duration unknown). It is unknown if the patient continued ccpd therapy during hospitalization. The patient was recovering from this event, however on (B)(6) 2017 the patient was hospitalized due to partially dislodged pd catheter (non-fresenius product). The patient has been advised to rest their peritoneum and was switched to hemodialysis (hd).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.